Event description:
It was reported that a patient presented with loss of ble telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming was performed. No patient consequences were reported.